Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a physician, concerns a gender, age unknown patient. The patient received insulin lispro via humapen savvio for type 2 diabetes mellitus. On unknown date, the patient felt unusual injection stroke of humapen savvio. On unknown date, approximately six month after starting humapen savvio, dial of humapen savvio was detached (product complaint number (B)(4), lot number 1702v04). On (B)(6) 2018, the physician reported the issue to the manufacturer. On 17aug2018, the manufacturer received the problem device and then identified bulkhead failure. The patient operated the device and was trained. The patient used the reported device for approximately six months. The reported device was returned to the manufacturer. Edit 13sep2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. No further follow-up is planned. Evaluation summary: a physician reported on behalf of a patient that the patient felt an unusual injection stroke when using a humapen savvio device. In addition, the dial assembly of the device detached after approximately six months of use. No adverse event was reported. Investigation of the returned device (batch 1702v04, february 2017) identified the reportable malfunction "bulkhead failure," and found an oily substance is present on the surface of the housing near the bulkhead subassembly. Spectroscopic analysis of the oily substance identified it to be consistent with a fatty acid based substance, such as lard oil. The fatty acid based substance, introduced in the field and not related to the manufacturing process, caused degradation of the bulkhead components, causing the device malfunction. Malfunction confirmed. There was no glue bond failure with the complaint device identified. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. Foreign material contamination of the device occurred while in the field (not related to the manufacturing process). This misuse is relevant to the finding of bulkhead failure.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a physician, concerns a gender, age unknown patient. The patient received insulin lispro via humapen savvio for type 2 diabetes mellitus. On unknown date, the patient felt unusual injection stroke of humapen savvio. On unknown date, approximately six month after starting humapen savvio, dial of humapen savvio was detached (product complaint number (B)(4), lot number 1702v04). On 15aug2018, the physician reported the issue to the manufacturer. On 17aug2018, the manufacturer received the problem device and then identified bulkhead failure. The patient operated the device and was trained. The patient used the reported device for approximately six months. The reported device was returned to the manufacturer. There was evidence of improper use. Edit 13sep2018: updated medwatch fields for expedited device reporting. No new information added. Update on 06nov2018: additional information was received from global product complaint system on 30oct2018. Device analysis summary was added. Edit on 22nov2018: upon internal review, EU/ca fields were updated. Improper use information was added on narrative. Edit 27nov2018: updated medwatch fields for expedited device reporting. No new information added.